Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
5 days after implantation the rv lead was dislodged and repositioned from apex to right ventricular septum.